Event description:
Customer reported an inaccurate readings from the passport v monitor, which may have affected patient monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the unit and repaired the unit by reseating the co2 module, cables, hoses, and connectors. Unit was calibrated and safety tested to factory's specifications.